Event description:
It was reported the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m had foreign matter in tube; biological and non-biological before use. The following information was provided by the initial reporter: the customer noticed "there was a black spot in the tube."

Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 3 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Additionally based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m had foreign matter in tube; biological and non-biological before use. The following information was provided by the initial reporter: the customer noticed "there was a black spot in the tube."